Event description:
It was reported that a microbore catheter extension set had slow flow. The reporter stated that it was difficult to draw blood through the device, and the blood drew very slowly. This occurred during patient use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed.